Event description:
The facility's secretary reported an infusion pump with an 812:02 failure code. The secretary stated that there have been no report of any pt incident involving this pump since the last baxter svc event. Info was requested by baxter whether or not the incident occurred during pt use or during biomed testing, but no additional info was available.